Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1.5mm coupler was unable to be fully attached. This occurred during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The rings appeared to be fully intact with all required pins. The pins were all in alignment with no bends at the tip. It is unknown if any portion of the surgical process may have contributed to the reported alleged problem code of not closing properly. A definitive root cause for the reported alleged event could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.